Event description:
The information provided to sjm indicated that a 6f angio-seal sts plus device was selected for use following a percutaneous peripheral intervention for iliac artery using a 6f procedural sheath. A pre-deployment angiogram revealed a retrograde puncture in the right common femoral artery, distal to the inguinal ligament, with moderate calcification, and no tortuosity or stenosis. The diameter of the vessel was 6mm. After the carrier tube cap was pulled into the full rear-lock position, the insertion sheath/carrier tube assembly was withdrawn to expose the suture and tamper tube. The collagen was tamped until the entire black compaction marker was exposed. The vessel became 99% stenosed and the patient developed a cold foot. It was reported the anchor became lodged in a calcified lesion in the superficial femoral artery, which may have caused the tamper tube to partially push the collagen into the artery. Peripheral angioplasty at the stenosis site restored flow to the vessel. The left femoral artery was accessed to perform the angioplasty procedure. There were no consequences to the patient following the procedure.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states the safety and effectiveness of the angio-seal has not been established in patients with clinically significant peripheral vascular disease.

Event description:
When hemostasis was not achieved by using an angio-seal sts plus device, manual compression was applied for an unknown period of time. On (B)(6) 2014, a percutaneous intervention was performed to treat the stenosis in right iliac artery. An angioplasty and stent placement was performed. The procedure was well tolerated.